Event description:
The customer returned the bronchovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that it was found corrosion on the distal end and a noisy image occurs. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical component and contamination problem identified, additionally the most likely cause of the noisy image was due to damage on the charged coupled device unit and there was no electrical continuity due to corrosion on distal end. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.